Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and new leads were added for better coverage of the pain area. The patient was doing well postoperatively.